Manufacturer narrative:
(B)(4). A visual examination of the incident device revealed tissue between the jaws. When latched closed, the jaws aligned properly to each other. The device was tested for jaw gap and jaw splay (lateral misalignment) and all tests were within the specification. The cord had been cut off and therefore, no functional sealing testing could be done. This report was originally submitted under the reporting site registration number. A new 3500a form has been submitted under the MFR site registration number. The new MDR number is 3006451981-2014-00225.

Event description:
The customer reported that the device did not cauterize resulting in excessive bleeding. This was a small bowel resection. They closed with 3-0 silk ligatures. No transfusion was necessary and there was no pt injury.